Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse opened the monitor and fixed the cable which had a loose connection, and that corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the facility biomed department it was observed that the cs100 intra-aortic balloon pump (iabp) had a flickering display when powered on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse opened the monitor and fixed the cable which had a loose connection, and that corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the facility biomed department it was observed that the cs100 intra-aortic balloon pump (iabp) had a flickering display when powered on. There was no patient involvement, and no adverse event reported.